Event description:
A pump triggered an altitude alarm, but there was no adverse impact to the customer¿s blood glucose level. The customer did not report blood glucose levels exceeding 500 mg/dl, and the insulin was not suspended as the issue occurred earlier in the day. Technical support offered prevention tips for altitude alarms, and the customer resumed insulin delivery using the original cartridge without needing a replacement.